Event description:
A 5 fr sheath was placed for the diagnostic pictures. The 5fr sheath was not replaced. The 5fr sheath broke off when removing the turbohawk. Investigation of the returned turbohawk device on (B)(4) 2104, found the distal assembly was damaged with the nosecone detached. The nosecone of the turbohawk was not included with received device. The location of the tip is not known. It was reported the customer used a 5 french sheath when it broke. According to the product labeling for this device the minimum sheath size is documented as 6 french.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.